Event description:
Boston scientific became aware of an event involving a spaceoar vue through the article: "rectal spacer reduces gastrointestinal side effects of radiation post radical prostatectomy". The objective was to assess the rate of complication and gastrointestinal adverse effects of rectal spacer insertion poor salvage post prostatectomy radiation therapy. It was reported that 64 paused radical prostatectomy patients who were planted for salvage radiation therapy received a rectal spacer. A total of 64 patients successfully underwent rectal spacer insertion. There were no post-operative complications reported. However, it was reported that grade 1 rectal wall infiltration was seen in 2/67 patients, these cases were asymptomatic and were monitored.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: hong, a.; bolton, d.; pham, t.; angus, d.; pan, d.; joon, d.l.; tan, a.; mcmillan, k.; chan, y.; manohar, p.; et al. Rectal spacer reduces gastrointestinal side effects of radiation post radical prostatectomy. Soc. Int. Urol. J. 2024, 5, 111-121. Https://doi.org/10.3390/siuj5020020. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.